Event description:
It was reported that the wake button was not working and often required multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.